Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15785989 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, an 80 cm. Smart control 7 x 60 stent was delivered to the intended target lesion and that during deployment the stent jumped approximately one cm. Distally. An additional smart control 7 x 40 stent was deployed proximal to the first stent to cover the proximal lesion. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. An ipsilateral approach was used for the procedure. The target lesion was the right common iliac artery to external iliac artery. The lesion was reported to be: a 90% stenosis, and moderately tortuous. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use and nothing unusual was noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no reported difficulty or resistance noted while crossing the lesion with the sds. The additional stent expanded fully with good wall apposition. No thrombus noted post deployment of the additional stent. Films are not available.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, an 80 cm. Smart control 7 x 60 stent was delivered to the intended target lesion and that during deployment the stent jumped distally approximately one cm. An additional smart control 7 x 40 stent was deployed proximal to the first stent to cover the proximal portion of the lesion. The procedure was finished successfully with no reported patient injury. An ipsilateral approach was used for the procedure. The target lesion was the right common iliac artery to external iliac artery. The lesion was reported to have a 90% stenosis and was moderately tortuous. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use and nothing unusual was noted about the stent delivery system. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. There was no reported difficulty or resistance noted while crossing the lesion with the sds. The additional stent expanded fully with good wall apposition. No thrombus noted post deployment of the additional stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15785989 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling addressed in the IFU may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.